Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was to be replaced because it had high residual volumes at pump refills. It was specified that when 4ml were expected, the pump was found to contain 18ml. At the surgery, the catheter was seen to have become disconnected at the connector pin. Direct visualization of the issue was achieved using x-rays. The pump segment of the catheter was then removed, but the spinal segment was left in place and tied off. Following that, a new catheter was implanted. It was unknown if the volume discrepancies were related to the catheter issue, but it potentially could have been related. The patient had been previously experiencing less than 50% therapeutic relief. At the time of report, there was no patient injury. The device system had been used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that it was thought that the pump had stalled or had perhaps become obstructed. It was noted that there were no volume discrepancies until the 2013-(B)(6) refill when there was 20cc in the reservoir when only 3.5 was expected. A pump replacement was therefore immediately scheduled (as previously reported).

Manufacturer narrative:
Final analysis of the pump found that it was over-infusing, though the root cause was undetermined. Infusion accuracy testing displayed over-infusion for the 15 and 24 hour testing at 43 degrees. Stop pump testing was performed, but there was no leaking past the rollers seen. X-rays were taken during the stop pump testing and they showed that the pump tube outlet was in an extreme position.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. This pump was returned to rpa from the oi CAPA team. No further oi CAPA testing is required per the CAPA team. Rpa finished out the destructive analysis. No new or additional anomalies found during destructive analysis. Analysis is complete. (B)(4).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter, eval code-conclusion for the pump no longer applies, was added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.